Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Have a piece stuck in me, can't get it out [foreign body in reproductive tract]. Can't get it out - tampon [complication of device removal]. Tampons are not strong, pieces [device breakage]. Consumer reported via social media that a piece of the tampon became stuck during use. No serious injury was reported.